Manufacturer narrative:
The warnings in the package insert state, "the patient is to be warned that the system does not replace normal healthy bone in their temporomandibular joint and they may continue to have chronic pain and limited range of motion." The implant and screws are still inside of the patient and are therefore not available for review by the manufacturer. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 9 of 9 for the same event. Reports 1 - 8 are reported on MFR #0001032347-2016-00210 through 0001032347-2016-00217.

Event description:
Legal counsel for the patient reported the physician implanted the wrong size implant during the bilateral total temporomandibular joint (tmj) replacement procedure. As a result, it is stated the patient has, "suffered excruciating pain and could not open their mouth as much as before the operation." It was reported that the patient also continued to experience pain in their jaw and ear, headaches, nerve pain, numbness, paresthesia, and significant problems with her vision since the surgery. It was stated additional surgeries are required. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.